Event description:
Patient was found lying on metal frame of bed, due to half of the pockets deflated on the mattress and a "leak" warning light was on, but not alarming. Event was caught before any injury to patient. Bed/mattress was returned to rental company for repair and exchange.